Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Reportedly, the cartridge was cracked. There was no reported adverse impact to the customer¿s blood glucose, as customer declined to test. Reportedly, a new cartridge was loaded to address the event.